Event description:
The customer reported the system experienced an uncommanded system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.